Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 400 mg/dl. Customer current blood glucose was 375 mg/dl. Customer blood glucose was going down after giving bolus. Customer declined troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at time of event. No further patient complication were reported.